Event description:
The customer stated that her meter was reading high. While troubleshooting, she performed 2 control tests and received results of 172 and 174 mg/dl. The normal control range is 90-122 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.